Event description:
Revision surgery has been reported due to fracture of femoral component resulting in instability. It is reported that the procedure was complicated and prolonged because of the difficulty in removing the femoral stem component.